Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. A company representative has advised that this was solely a balloon catheter issue and there was no alleged malfunction of the iabp by the customer. No further investigation is required.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient harm and no adverse event was reported. A separate report will be submitted for the intra-aortic balloon catheter involved, documented under trackwise (B)(4).